Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was received outside the original package. The sample was visually and functionally inspected. During the functional inspection a leak was detected between the connection of tubing line and the bag. The reported failure will be treated as confirmed related to manufacturing/production process. Root cause and action plan will be documented through a formal investigation as part of continuous improvements, a corrective action was opened which includes assembly process changes. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Additional information was requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the spike set was leaking when attached to the epump.